Event description:
It was reported that the patient experienced four inappropriate shocks while drying themselves with a towel. It was determined that the right ventricular (rv) lead exhibited noise, high short interval counts (sic), and two episodes of pacing threshold exceeding 2500 ohms which had triggered the inappropriate shocks. Oversensing was observed during pocket manipulation and when the patient rotated their arm. Although fracture was not confirmed on the x-ray photo, an acute angle of the rv lead was noted where the lead sleeve was being anchored, and therefore the part around it was suspected to be fractured. During the revision procedure, when the anchor of the sleeve was manipulated, noise was confirmed, and when the anchoring was taken off, noise was no longer induced. Therefore, a lead fracture was considered highly likely. The rv lead was capped, and a new lead was inserted and positioned from the same side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted there were 5289 ventricular short interval counts (sic); with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episodes with lead noise oversensing. In addition, vf detected episodes with inappropriate shocks were detected. The rv pacing impedance spiked to 4688 ohms up from a trend in the 400-500 ohm range. The impedances continue to be high and variable, going back down to 400-500 ohms and spiking back up to 3552 ohms. (B)(4).